Event description:
Prior to implant, the helix of the right ventricular (rv) lead was tested and failed to extend. The physician implanted a new rv lead successfully. The patient was in stable condition.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece. Visual examination found the helix fully extended and free of blood/tissue. The helix could be retracted and fully extended normally. X-ray and visual examination did not find any anomalies.